Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the needle hub has a hairline crack. Air bubbles were visible during aspiration. No report of the patient's condition.

Manufacturer narrative:
(B)(4). The customer did not supply a lot number for this complaint; therefore, a device history record (DHR) review was performed based on the sales history on the ars and both needles supplied in the kit. There were no relevant findings. Complaint verification testing could not be performed as no sample was returned for analysis. A DHR was performed with no relevant findings identified. The probable cause of the needle hub cracking in use could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the needle hub has a hairline crack. Air bubbles were visible during aspiration. No report of the patient's condition.